Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported being unable to scan a new freestyle libre sensor with the ilet device and mobile app. Multiple troubleshooting steps were attempted, including restarting the ilet, reinstalling the mobile app, performing a firmware update, restarting the smartphone, and inserting new sensors from the same box. The issue persisted. Abbott provided a replacement sensor box, and the user later reported successfully pairing a sensor. Blood glucose was not affected during this period.